Event description:
The hcp rpeorted the pt was experiencing a loss of pain control. The pump was explanted and replaced after an implant duration of 48 months. The proximal catheter was found to be eroded at the pump connection and was replaced.